Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011 and cleaned up the sump waste float and area. No further leaks occurred after service. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak coming from the waste canister in the hydro unit of the synchron cx5 delta chemistry analyzer. No injury or operator exposure was reported in this event.